Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm was received. Reportedly, the customer wiggled the button to resolve the issue and continued to use the pump for insulin therapy. The customer's blood glucose level was 162 mg/dl.